Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before patient use. The device was filled with ganciclovir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from july 23, 2014 ¿ july 24, 2014. One actual unit was received for analysis. Visual inspection noted a white particle approximately 0.25 square mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy testing. The cause of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.